Event description:
(B)(4) was received by stryker orthopaedics and reviewed for the events the patient described as following, "I noticed my left hip hurting and making a clicking noise when I walked. I went to urgent care to get checked and they took an x-ray of my hips. Initially, the physicians' assistant sent me home saying I may have hurt my muscle but the next day, the medical office called saying to get off my feet. The ortho surgeon looked at the x-ray and noticed a fracture and problem with the hip replacement parts. The pa set up an appointment with the doctor to discuss revision surgery on the left hip. The surgery was completed in 2014. During the surgery, the doctor noted, 'interestingly, upon entering the joint, there was immediately a burst of black fluid under pressure. As we continued the dissection of the posterior pseudocapsule flap, we could see that here was extreme marked metallosis throughout the capsule with literally almost what looked like tar in the sense of marked areas of soft tissue involvement of metallosis. The trunnion itself was really whittled down to a sharp spike. It was very unusual. I had never seen anything quite like this.' I am currently recuperating, including physical therapy and doing follow-up appointments with the doctor."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown head. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.